Event description:
It was reported by the patient that the lap band was extracted from the patient. The patient had lap band for 13 years before having it extracted. The patient complained of vomitting, pain and reflux. The patient had a lot of vomitting and food was stuck in the esophagus. The patient developed esophageal spasms and achalasia.

Manufacturer narrative:
Attempts to contact the physician for additional information were made; however, there was no response from the physician. No information available regarding the product that was involved. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. Section d6a, only the year and month were provided.